Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. The physician opted to surgically abandon it, while the device was explanted. Both products were successfully replaced. No additional adverse patient effects were reported.